Manufacturer narrative:
An outside the united states customer observed an elevated advia centaur xpt anti-hepatitis b surface antigen (ahbs2) result from a sample compared to the repeat result. Customer utilized vacuette serum separator tube (sst) tubes for serum collection and centrifuged for 7 minutes 2400 x gravitational force (g). Instructions for use (IFU) states the following: the clinical sensitivity and specificity section of the instructions for use provides an initial relative specificity of 99.8% (513/514 samples); 95% ci = 98.92 - 100%. Siemens is investigating.

Event description:
Customer observed an elevated advia centaur xpt anti-hepatitis b surface antigen 2 (ahbs2) result for a patient sample compared to the repeat result. The result was not reported to the physician. There were no reports that treatment was altered or prescribed or adverse health consequences due to the discordant elevated advia centaur ahbs2 result.

Manufacturer narrative:
The initial MDR 1219913-2022-00092 was filed on march 25, 2022. Correction: in section b3, the date of event was initially stated as 10-dec-2021, however, the customer confirmed that the actual date of the event was 13-dec-2021. Section b3 was modified to reflect the correct date. In section b6, the initial MDR indicated that the initial discordant result and the repeat results occurred on 10-dec-2021. The customer clarified that the discordant result and the repeat results were tested on different days. Additional information - april 11, 2022: an outside the united states customer observed an elevated advia centaur xpt anti-hepatitis b surface antigen (ahbs2) result (21 iu/l; reactive) from a sample compared to the repeat results (<3.1 iu/l; 3.71 iu/l nonreactive) after recentrifugation of the sample. The sample was also hbsag reactive. The reactive result that was nonreactive after recentrifugation was likely due to particulate matter in the sample (e.g. Fibrin), not cross reactants or interferents. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. The sample was drawn in a greiner vacuette serum separator tube, allowed to clot for at least 30 minutes, and centrifuged for 7 minutes at 2400x gravitational force (g) in a swing out rotor centrifuge. Greiner recommends allowing vacuette serum separator tubes to clot for 30 minutes and centrifuging vacuette serum separator tubes for 10 - 15 minutes. While the customer is meeting the 30 minute clotting requirement, if the patients are taking anticoagulant therapy the samples may require additional time to clot. Insufficient centrifugation may result in the presence of fibrin which could interfere with the advia centaur xpt ahbs2 assay. A review of internal data indicates advia centaur xpt ahbs2 kit lot 148 is performing as intended. The cause of the reactive result seen by the customer with this one sample using advia centaur xpt ahbs2 kit lot 148 could not be determined but siemens cannot rule out pre-analytical factors or a sample issue. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. In section h6, investigation findings and investigation conclusion codes were updated based on the investigation results.